Event description:
It was reported that post surgery it was noted that the blade was broken. It was also reported that an x-ray was performed to ensure there were no pieces of the blade in the patient. There was no surgical delay reported as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Manufacturer narrative:
The blade reported involved with this event was not returned for evaluation, as a result the reported failure could not be confirmed. The concomitant device (6208000000 sn (B)(4)) was returned for evaluation. The investigation results for the concomitant device indicate that the drive link was loose and motor bearing damage was observed. Failures such as these can contribute to the blade tabs breaking at the mount. Blade not returned, handpiece was returned.

Event description:
It was reported that post surgery it was noted that the blade was broken. It was also reported that an x-ray was performed to ensure there were no pieces of the blade in the patient. There was no surgical delay reported as a result of this event.

Event description:
It was reported that post surgery it was noted that the blade was broken. It was also reported that an x-ray was performed to ensure there were no pieces of the blade in the patient. There was no surgical delay reported as a result of this event.

Manufacturer narrative:
The part number for the blade was changed from unknown to 6125-119-090. A follow up report will be filed once the quality investigation is complete. Device discarded.